Manufacturer narrative:
(B)(4). Physio-control evaluated the patient ECG record and device electronic record. The data indicates that the device twice unexpectedly cycled power approximately 3 to 4 seconds after the code-summary button was pressed. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer had reported that their device powered itself off during a cardiac arrest event. The customer reported that the patient, a (B)(6) year old male, did not survive the event; however, they do not believe that the device use contributed to the patient's outcome. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
The third party service agent evaluated the customer's device and was unable to duplicate the reported issue. As a precaution, the power pcb and battery wire harness assemblies were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
A third party service agent contacted physio-control to report that a customer had reported that their device powered itself off during a cardiac arrest event. The customer reported that the patient, a (B)(6) male, did not survive the event; however, they do not believe that the device use contributed to the patient's outcome. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
A third party service agent contacted physio-control to report that a customer had reported that their device powered itself off during a cardiac arrest event. The customer reported that the patient, a 60 year old male, did not survive the event; however, they do not believe that the device use contributed to the patient's outcome. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.